Manufacturer narrative:
(B)(4). This lead is surgically abandoned and no longer in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This patient¿s rv lead and ICD are expected to be replaced soon. This investigation will be updated should further information be provided concerning this procedure and/or the products get returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement of greater than 125 ohms sometime in the past year. All other rv lead parameters were normal. Additional information from the field indicated that the cause of the high measurement was unknown. The patient is being scheduled to have a replacement procedure for a new ICD and rv lead, but for now the system continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information made available from the field indicated that there was also a gradual rise in pacing impedance measurements, but nothing out of range. Intervention was performed and the rv lead was surgically abandoned while the ICD was explanted. No additional adverse patient effects were reported.